Manufacturer narrative:
A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc catheter tip integrity when the patient was placed on a intravenous catheter, there was good backflow of blood. After the needle cone was pulled out a little, the intravenous catheter tube was pushed in, but the push was blocked and the nurse was afraid to push too hard. The needle was pulled out and it was found upon inspection that there was a barb at the front end of the tube. The intravenous catheter was replaced and re-injected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.